Manufacturer narrative:
From the provided data, a specific root cause could not be identified.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results for three patient samples for estradiol, progesterone, luteinizing hormone (lh), or intact human chorionic gonadotropin + the b-subunit (hcg+b). Of the data provided, only the results for two patient samples were a reportable malfunction. Patient 1 initial hcg+b result was 74.6 miu/ml which was reported outside the laboratory. The repeat result on (B)(6) 2015 was 998.4 miu/ml. On (B)(6) 2015, patient 2 initial hcg+b result was 1.46 miu/ml. The repeat result was 888.2 miu/ml. The initial result was not reported outside the laboratory. The repeat results were believed to be correct. The patients were not adversely affected. The reagent lot number and expiration date were requested, but were not provided. The field service representative was unable to determine a cause. He replaced the sipper tubing, aligned the flow path, performed liquid flow cleaning, and adjusted the high voltage. He ran performance testing which passed.